Manufacturer narrative:
(B)(4).

Event description:
Title: does the single port access increase the morbidity related to the incision in the early and late postoperative period? Authors: socas-macias m., morales-conde s., alarcon del agua I., navas cuellar a., jimenez g., garcia j., mendez c., cadet h., padillo ruiz j. And barranco moreno a. Citation: surgical endoscopy and other interventional techniques. 2014 apr; conference: 21st international congress of the european association for endoscopic surgery, eaes 2013. Vienna austria. Conference publication: (var.pagings). 28 (suppl. 1) :s5; doi https://doi.org/10.1007/s00464-014-3483-0. The aim of this study was to analyze the morbidity related to single-port access (spa), as well as the risk of development an incisional hernia after applying a 'protocol to close the spa', based on patient's characteristics and the technical difficulty of closing the fascial defect. During the procedure, a transumbilical incision between 1.5-3 cm. The authors applied the protocol to close the spa fascial incision, with posterior closure of the skin with single stitches of vicryl-rapid 2/0. Complications reported were 6 seromas which was solved after medical treatment, and 5 surgical wound infection which needed to be drained, all of them after colonic surgery. There were also 3 cases of incisional hernias, in patients in which a prophylactic mesh was not used. In conclusion, neither trans-umbilical incision nor mesh placement seems to increase the morbidity related with the spa in the early postoperative period. A tailored approach to close the fascial defect in the spa seems to eliminate the risk of incisional hernia.